Event description:
The pt had a fall in beginning of (B)(6) 2010 and was hospitalized. The pt fell hard and as a result the implantable neurostimulator (ins) shifted to the center of her back and it was on a bone. The device continued the shift back and forth. Since the fall, the pt was having a difficult time charging the ins. The pt was experiencing burning pain while recharging; the pain was along the lead wire in the back of the pt's head. The ins had been reprogrammed; but the adjustments had not helped at all. The pt was concerned about the placement of the device. She was also having pain at the ins site. The physician was not willing to take the stimulator out. F/u with the pt's physician was recommended. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).